Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with a non boston scientific right atrial (ra) lead, exhibited erratic ra pace impedance daily measurements over the past year that fluctuated between 400 ohms to greater than 3,000 ohms. This behavior was consistent with the lead-to-device spring contact interaction. There was no evidence of noise at this time, however continued monitoring was recommended. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with a non boston scientific right atrial (ra) lead, exhibited erratic ra pace impedance daily measurements over the past year that fluctuated between 400 ohms to greater than 3,000 ohms. This behavior was consistent with the lead-to-device spring contact interaction. There was no evidence of noise at this time, however continued monitoring was recommended. This crt-d system remains in service. No adverse patient effects were reported.